Event description:
Based on additional information received on 08-dec- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 08-dec-2017 from a health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after unknown latency had elevated pain, extreme pain, joint swelling, stiffness and joint aspiration; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection (batch/lot number: 7rsl021 and expiration date:may-2020; indication, dose and frequency: not provided). On unknown date, after unknown latency, patient experienced elevated pain, extreme pain, stiffness, joint swelling and joint aspiration. Action taken: unknown. Corrective treatment: joint aspiration for joint swelling and joint effusion and not reported for other events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on 08-dec-2017 and 08-jan-2018 (processed together with clock start date as 08-dec-2017). Global ptc number was added. Additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 08-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced elevated pain, extreme pain, joint swelling, stiffness and joint aspiration. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.